Manufacturer narrative:
Updated fields - b4, b5, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions). Corrected field - d4 (UDI). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the .005 helium tubing assembly. The fse performed all functional and safety checks to meet factory specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing department received tubing assembly serial number n/a with a reported unit failure of a helium leak. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing depaartment installed part tubing assembly serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the tubing to factory specifications per the cardiosave sop. The leak testing was performed and the fat verified that the tubing was leaking helium.the tubing failed testing. Retaining the tubing in the fat department.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.